Event description:
On (B)(6) 2012, the pt reported he awoke with low blood glucose levels the past three days; 33 mg/dl this morning and 27 mg/dl yesterday morning. He has self-treated by drinking (B)(6) and eating cookies. He thinks the low levels are caused by the infusion device because nothing in his life has changed. The pt¿s normal blood glucose range is 87-150 mg/dl. His basal rate is 1.5 units for all 24 hours. The device has not displayed any alerts or error messages. Troubleshooting with the pt did not reveal any issues with the device. The pt changed all of the accessories over to his backup device. Follow-up with the pt revealed that his blood glucose levels had returned to normal using the backup device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for product evaluation.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnostic test system and meet the specifications. All alarm functions were tested successfully and no malfunction could be observed during the technical investigation. The soft components of the housing are worn down heavily; therefore, moisture entered the insulin pump and destroyed the pump electronics.